Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the basals on the insulin pump were not programmed properly, and the customer also was not taking his boluses after meals. It was stated that the battery was changed two weeks prior to the event. The wife was not sure if the device was exposed to medical procedures. While reviewing the device, the wife turned off the sensor feature as the blood glucose meter kept reappearing. Attempted to review the sensor programming but it failed as the menu seemed to be locked by the blood glucose reading. Tried to enter in blood glucose level, but the buttons were unresponsive. However, it was possible to escape and get to the main menu. Advised the wife that the customer should discontinue use of the insulin pump therapy until a replacement of the device arrives. No further information was provided.